Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the scope connector cover, proper device reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of suction cover packing the water tightness was lost, the ceiling plate-plate was deformed, the switch box had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the forceps channel port had a scratch, the scope connector cover unit had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, due to adhesive peeling on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the light guide lens had a crack, the connecting tube had a dent, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope small wheel was too loose. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.